Event description:
It was reported that the patient passed away from pneumonia and was not related to vns therapy. The cause of death was listed as pneumonia, dysphagia, foreign body in other and multiple parts of respiratory tract, and inhalation and ingestion of other objects causing obstruction of respiratory tract.

Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns are unknown. An online obituary identified the date of death and that the patient was buried. No additional relevant information has been received to date.